Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack (lot #1284036) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the stitching around the belt loop was damaged. As a result, the reported event was confirmed. Based on the available information, possible causes of the reported event can be attributed, but not limited to wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's waist pack had a torn case. The waist pack was replaced and returned. Upon analysis of the waist pack, it was revealed that the strap seam was detached. No patient complications have been reported as a result of this event.